Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 396 (mg/dl) for 2 days. Customer changed infusion site and administered correction boluses to treat bg levels. System check with tandem technical support on 05/30/2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.